Manufacturer narrative:
Report date: 06jul2021. Patient code: (B)(4): insufficient information. It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported the ventilator displayed data acquisition failed. The patient or user involvement is unknown but has been requested. There was no report of patient or user harm.

Manufacturer narrative:
B4: (B)(6) 2021. The customer reported that the unit seemed to be running fine and that the issue could not be duplicated. It is unknown if the device was use on a patient but no patient harm was reported.